Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient had a knee replacement last week, and they turned off the ins, and when they turned the therapy back on, the patient could not control their bladder. They had increased the stimulation level, but it was not helping, and their hcp told them to contact a representative (rep). Agent offered to walk them through making an adjustment, and reviewed increasing stimulation to a comfortable level or changing programs, but they could not connect during the call because the patient was currently in therapy. On (B)(6) 2026 rtg1022163 (rep): additional information was received from a manufacturer representative (rep). The rep reported that the patient was able to make an adjustment to their device at that time. Since then, they had already noticed a benefit in symptom relief and things were much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.